Event description:
Nurse inserted catheter without difficulty. Catheter attached to infusion set, and dressing applied. Nurse then noticed that blood was oozing around catheter insertion site- dressing was changed twice, blood continuing to ooze. Nurse proceeded to remove catheter, at which time sheath separated from hub of catheter. Sheath was retrieved from vein. Additional information received by the facility indicated that the patient suffered no adverse sequela associated with the incident and the catheter was retrieved from the vein without incident.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. The returned sample exhibited the catheter separated from the catheter hub. The catheter hub was attached to a clave valve. The internal stainless steel funnel used to lock the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. Although no inventory remained of the reported lot, twenty five unused samples from a lot currently in b braun's inventory were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force specification. The sample and all available information has been provided to the actual manufacturer, b. Braun medical industries.